Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that during a treatment procedure, the catheter broke. The target lesion was located in the leg. This fetch2 aspiration catheter was selected; however, when it was removed they found that it was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.